Event description:
The pt experienced a loss of therapeutic effect. A granuloma was confirmed by magnetic resonance imaging at l1. The pump was used to deliver morphine 25 mg/ml at dosages between 3.497 to 9.5 mg/day. The hcp replaced the pump contents with preservative free saline to see if the inflammatory mass would resolve itself. Approx 2 weeks later a decompressive laminotomy was performed to try to remove the catheter from the intrathecal space (results not reported). Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.